Manufacturer narrative:
A device investigation was conducted at the customer site. The reported complaint that the thermogard xp ivtm system (B)(6) made "clapping" noises from the pump rotor when the start-up kit (suk) was installed in the pump rotor area was not confirmed during functional testing. The thermogard system functioned as intended. The customer did not report any issues with the suk that was used with this thermogard console. The thermogard xp ivtm system passed the initial functional testing without issues or faults. The pump rotor functioned as intended without any problems or noises, and the reported complaint was not replicated. Following service, the thermogard system passed all testing criteria.

Event description:
The customer reported that the thermogard xp ivtm system (B)(6) emitted "clapping" sounds from the pump rotor upon installation of the start-up kit (suk) in the pump rotor area. The customer did not report any issues with the suk or any catheter. No further information was provided. It is unknown when the problem occurred. However, patient use information was requested, but no additional information was provided.